Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause, treatment and the outcome of the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The patient was treated with an injection of fortum (1 gram and once a day, ip) and an injection of refline (1 gram, stat and night bag continuously, intraperitoneally) for peritonitis. At the time of this report, antibiotic treatment remained ongoing and the patient was recovering from peritonitis. At the time of this report, pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: dianeal pd4, 1.5% and 2.5% (pd4 added). One week prior to the receipt of this additional information, the patient was recovered from the event and treatment with antibiotics was discontinued. The patient was not hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.